Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) occurred on the homechoice (hc) unit during dwell. The home patient (hp) was connected. The hp had the alarm, powered off, and went back to sleep; the hp then disconnected. The technical service representative (tsr) assisted to get therapy readings and suggested to let the registered nurse (rn) know about the alarm. There was patient involvement but no injury or medical intervention was reported.